Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, it was impossible to insert a stylet or guidewire. There was something inside the left ventricular (lv) lead that stopped the wire/stylet. After the lead was flushed, the problem persisted. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The guidewire was broken. The guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.